Event description:
It was reported that the device was explanted. On 09/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted after an implant duration of approximately 80.2, due to mitral regurgitation. It was also noted in the operative report that the ring was 50% dehisced.

Manufacturer narrative:
(B)(4) = dehisced ring. Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.